Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported after intraocular lens (iol) implant procedure, after implanting the iol in the eye the surgeon noticed there was a crack on the lens. The lens was explanted during initial procedure. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. The optic was cut into pieces, typical in appearance to damage from insertion and removal. The lens portions were placed into the lens case one atop the other and adhered in dried viscoelastic. The anterior surface of one optic portion was split and cracked near the optic center. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified cartridge was used. The company specific model is not qualified for use in other company specific model cartridge. The company specific lens model is only qualified for use in the company specified cartridges. A handpiece was used that is qualified when used with this lens and a qualified cartridge. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The lens was returned cut into pieces, typical of an insertion and removal. The reported optic damage was observed. The root cause for the reported complaint was most likely due to a failure to follow the IFU (instructions for use). A non-qualified cartridge was used. The IFU instructs: alcon foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).